Manufacturer narrative:
Date sent: 06/13/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not closing. Another device was used to complete the procedure. There was no pt consequence.